Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted approximately two years after implant due to infection.  Vegetation on the right ventricular (rv) lead was noted.  No further patient complications have been reported as a result of this event.